Event description:
The customer reported that insulin from the reservoir leaked while filling. The blood glucose reading was 132mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed a visual inspection and found transfer guard needles not parallel to transfer guard body's axis.